Manufacturer narrative:
(B)(4). The scaffold remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the patient entered for an elective procedure on (B)(6) 2014 to treat a lesion in the right coronary artery (rca). Pre-dilatation of the complete rca was performed with a non-abbott 1.5 x 20 mm balloon catheter at 14 bar for 20 seconds, followed by a 3.5 x 20 mm non-abbott balloon catheter at 10 bar for 20 seconds. The proximal rca was then treated with a 3.5 x 28 mm absorb. Post-dilatation was performed with a 4.0 x 20 mm non-abbott balloon catheter at 18 bar for 35 seconds. Then, a 3.0 x 18 mm was implanted in the mid rca at 12 bar for 60 seconds with no post dilatation performed. Angiography was used to assess scaffold apposition and vessel size. The results looked good. The patient presented in the emergency room on (B)(6) 2016, and was given 250 mg aspisol, 5.000 units heparin, 50 mg irenat & 5 mg msi. Angiography revealed thrombosis in the 3.0 x 18 mm scaffold implanted in the mid rca. A 3.0 x 24 mm non-abbott drug eluting stent was used for treatment. Post-dilatation was performed with a 3.25 x 20 mm balloon and the results looked fine. No additional information was provided.

Manufacturer narrative:
(B)(4). Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A cine was received and reviewed by an abbott vascular clinical specialist which concluded that the initial results of the two absorb implants look good; however, no post-dilatation was performed in the second (distal) absorb implant site, possibly contributing to sub-optimal wall apposition. The reported patient effects of thrombosis and myocardial infarction, as listed in the instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
The following additional information was received: the vessel was a thrombotic occlusion with no calcification in the mid to distal right coronary artery. The vessel diameter was determined to be 3.88 mm and the distal stenosis 3.0 mm. After pre-dilatation, the residual stenosis was not reduced to less than 40% in the proximal rca, but the distal rca stenosis was reduced to less than 40%. Final angiography revealed the residual stenosis to be less than 10%. The patient was put back on medication following the diagnosis. The patient returned to the hospital due to a posterior wall infarction. There was a good final outcome after treatment of the thrombosis. No additional information was provided.